Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion is the lad 2nd diagonal with mild tortuosity, moderate calcification and a 99% stenosis. Anotehr company's catheter was used to pre-dilate and the vision sds was delivered toward the lesion; however, the sds balloon ruptured at the first inflation at 8 atm. The stent itself was deployed at the lesion, so another company's dilatation catheter (3.5x10) was delivered for post-dilation. The procedure was completed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon ruptures can be affected by balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, interaction with associative devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. Possibly the balloon material was damaged, (scratched) during interactions with the stent, other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. No conclusive root cause for the reported balloon rupture can be determined.